Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following open heart surgery right ventricular (rv) lead impedance jumped causing a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.